Event description:
The customer reported a leak of clear fluid from the aspiration pump inside the coulter hmx hematology analyzer with autoloader. The customer indicated that approximately 3 mls of fluid had leaked but was contained within the instrument. The operator was wearing a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced the primary aspiration pump and verified the aspiration volume. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
(B)(4).